Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine in clinic follow -up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed episodes of post-sensed t-wave oversensing (pstwos). No interventions were made at recent follow up, as programming interventions were previously made on (B)(6) 2025 to address an earlier episode. Further information was requested but not received.